Event description:
Nurses were opening/setting up for surgical case. When nurse opened grounding pad, connector for esu "end" of cable broke. Nurse obtained another grounding pad (same manufacturer) which was fine. Potential for patient harm exists if device failed while in use on patient. Complaint reported to the manufacturer (3-m).note that this is the first such failure in approximately 6 years of using this product.